Event description:
It was stated that a patient was having their system explanted in order to have an MRI scan. It was unknown what part of the body they intended to scan, but it was thought the patient might have a full body scan. It was stated that the device was removed on the day of this report and part of the electrode or tined part broke off and was left in the patient. No further information was provided.

Manufacturer narrative:
Product ID, 3093-33 lot# v172549, implanted: 2009 (B)(6), product type lead product ID, 3037 lot# serial# (B)(4), product type programmer, patient. (B)(4).

Event description:
Additional information received reported the lead was broken during the explant process. No other malfunction was noted. It was stated the patient was 'fine' as of the date of this report.

Manufacturer narrative:
This device is included in the medical device correction, "unretrieved device fragments models 3093 and 3889 interstim tined lea ds", educational brief/physician communication (december 2010).